Event description:
It was reported that the screwdriver tip broke during screw insertion. All broken fragments were retrieved and the procedure as successfully completed with an alternate instrument. There are no reports of adverse consequences to the patient.

Event description:
It was reported that the screwdriver tip broke during screw insertion. All broken fragments were retrieved and the procedure as successfully completed with an alternate instrument. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed via functional inspection. The product was not inspected prior to surgery for wear or damage. Manufacturing files were reviewed and revealed to be over 3 years old with no anomalies found. The instrument was not excessively impacted. The patient had average bone quality. Anchor c surgical technique warns users that extensively used instruments are more susceptible to fracture and must be examined prior to surgery for wear or damage: "instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Instruments must be examined for wear or damage prior to surgery." The plausible root cause of the reported event is most likely normal wear and tear.